Event description:
It was reported that the implantable pacing lead exhibited high impedances and noise. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant products: addr01, implantable pulse generator (ipg), (B)(6) 2009. Product ID: 5554, implantable pacing lead, (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned. Analysis of the device memory indicated oversensing due to emi (electromagnetic interference)/noise. The analyst noted: counter shows 1270 non-physiologic senses and increased impedances on the ventricular lead in (B)(6) 2013, approaching 1500 ohms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.